Event description:
A report was receive from the distribution that, when the device was used for flow therapy, a nurse did not remove the cap off the t-piece of the closed suction system. The patient could not breath and became hypoxia. The patient died two days later after the incident.